Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018 a patient (pt) from the USA who wore acuvue oasys contact lenses (cls) for many years, emailed to report that she experienced ulcers in her right eye (od) in mid - (B)(6) 2018 which has caused her to have to wear glasses for the last 4-6 weeks. The pt stated that the ulcers have healed, but her ophthalmologist recommended that she wear cls for a shorter time during the day and to switch to daily contacts. The pt has a history of dry eyes. The pt was contacted on (B)(6) 2018 via phone and the following additional information was obtained: the pt stated that she was diagnosed with three ulcers od in (B)(6) 2018. The pt stated that there were two small peripheral ulcers and one large central ulcer in her visual acuity. The pt stated she has sjogren¿s syndrome which causes her to have dry eyes. The pt reported that her eyes were irritated and ¿bothering¿ her and felt like she had pink eye when wearing new cls. The pt stated that she tried several pairs of lenses and discarded them. The pt stated she discontinued cl wear but her eyes did not improve and she experienced eye pain. The pt stated that she visited her ophthalmologist on (B)(6) 2018 who advised that she had an ¿infection¿. The pt was diagnosed with an ulcer od and was referred to a cornea specialist. The pt stated that her cl wear schedule is 2 weeks, she used multi-purpose solution to clean her cls, and does not sleep in cls. The pt was prescribed two antibiotic eye drops (names unknown) and was advised to use first antibiotic drop every hour for the first three days in od and the second eye drop in both eyes qid. The pt was advised that she may need a corneal transplant if her od did not improve. The pt stated that she has three scars od and is using prednisone drops tid x seven days, bid x seven days and once per day x seven days to reduce the scars. The pt¿s od prescription (rx) was 0.5 less than it was previously (unspecified previous rx) and she has a follow-up appointment scheduled in three weeks. The pt stated that the ulcers were resolved but she has not been cleared for lens wear. The corneal specialist recommended a daily lens with minimal use and to only wear them on ¿special occasions¿. The pt agreed to sign a medical release form if needed to obtain medical records for event. On 08mar2018 the ophthalmologist office was contacted to obtain medical records and they stated that they require a medical release form signed by the pt before any medical information can be provided. The specialist office was also contacted and required a signed medical release form as well. Three attempts were made to contact the pt to sign and return the medical release forms on 12mar2018, 16mar2018, and 27mar2018. On 27mar2018 the pt called stating that she will send the medical release forms. No additional information has been received. The suspect product is not available for return, as it was discarded. No product or lot information was available. No analysis could be conducted. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.